Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received insulin flow blocked alarm. Customer's blood glucose level was unknown at the time of incident. Customer also stated that they had tried all the remedies. Troubleshooting was completed. Insulin pump will be returned for analysis.

Manufacturer narrative:
No delivery alarm or occlusion during therapy found during testing. Device passed the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, and the displacement test. (B)(4).